Event description:
It was reported that the left ventricular lead dislodged and was in the right atrium. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the distal and proximal conductors both had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking and a cosmetic depression. Visual analysis noted apparent explant damage.